Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:46:18.during night drain cycle three, the patient's ultrafiltration reading was 1396ml, indicating the home patient (hp) drained 1296ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The reported issue of the iipv (increased intraperitoneal volume) was identified in the event history log review. The cause was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.